Manufacturer narrative:
Unit passed active current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump failed self test due to pump error 75 caused by moisture damage on the pcba 1. Pump failed sleep current measurement due to high current caused by moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the electronic assembly. Pump error 25 on 05/24/2023 at 01:00:00.000, pump error 75 on 05/24/2023 at 07:25:58.000, power loss alarm on 05/23/2023 at 10:42:18.000, replace battery alert on 05/23/2023 at 10:00:00.000 and replace battery now on 05/23/2023 at 10:31:00.000 were found in the history files. Verified the pump alarmed pump error 53 in pump downloaded history on 05/24/2023 at 17:43:26.000 with line number = 3041 and file number = 26 due to a hardware error. No unexpected pump error 68 or pump error 49 were noted during testing. Verified pump alarmed pump error 68 on 05/24/2023 at 06:16:03.000 and pump error 49 on 05/24/2023 at 06:16:03.000 in pump's downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked case corner of the belt clip rails near the battery compartment, broken battery tube threads, serial number label missing, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and missing display window cover. Pump error 25 and pump error 75 were confirmed due to a moisture damage on pcba 1. Pump error 68 and pump error 49 were not confirmed. Unexpected battery power loss was confirmed due to moisture damage on the electronic assembly. Pump error 53 was confirmed due to hardware error. Device test failed was confirmed due to pump error 75. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received insulin pump error 68, error 49, ad error 75 alarms during basal delivery. Troubleshooting was performed and the customer stated that was able to clear the alarms and completed the pump rewind; however, the self-test was not passed. No harm requiring medical intervention was reported. The customer discontinued using the pump and will be returned for product analysis.